Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole with reddish material was found in the pebax area. No other damage was observed. The potential cause of the damage on the pebax could be related to the procedure; however, this cannot be conclusively determined. A screening test was performed and the device was recognized correctly; however, error 105 was displayed on the screen due to an open circuit in the tip area. This issue could be related to the foreign material found inside the pebax. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the device is not in contact with tissue. If the force reading is not near zero when the device is not in contact with tissue, perform zeroing. If the force problem persists, replace the device cable or the device. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the catheter force sensor error 106 displayed on the carto 3 system when they were trying to zero the catheter. Caller stated they tried to re-zero and it wouldn't re-zero. It was also reported later that when the physician would come on ablation the force would jump to 100 grams of force. Caller stated that they tried to re-zero and it would zero, but when the physician would come on ablation again it would flash "super high force". The catheter was replaced and the issue resolved. The customer¿s reported force issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 24-oct-2023, a hole with reddish material was found in the pebax area. These findings were reviewed and the issue of a ¿hole¿ in the pebax was assessed as an MDR reportable malfunction.